Manufacturer narrative:
(B) (4).

Event description:
It was reported following a previous infection, the pt again experienced an infection. On (B) (6) 2010, the pt again had an infection, underwent explant of the device, and had a new device put it on the opposite side of the body. The existing lead and extension were not connected to the ins at the time of the placement. One port was left open. The extension was coiled in the pocket and left in place. The extension was later connected. No pt symptoms or outcome were reported. See manufacturer report # 3007566237201004808 and 3007566237201004809.